Manufacturer narrative:
During the investigation, it was determined the issue occurred because the work path and cache directories on the batch processing server were not updated during the migration from (B)(6) to amazon web services due to human error. This caused a step in the manager service configuration to be missed, which left the batch processing server pointing to a local cache folder instead of the shared cache folder. The reports that were being generated used the report cache folder and was using the correct template to generate reports. The issue surfaced when a new report template was created by the customer on may 14, 2019, and uploaded into the production system on may 31 2019. At that moment, the application server and batch server report cache were different with the application server's report cache with the new report template and the batch server's report cache had the old template. This issue occurred because of an infrastructure change between (B)(6) and aws. In (B)(6), the report cache directory on the server that automatically generates reports used drive letter nomenclature (e:\starlims\) to reference the shared directories. In aws, the distributed file system used should have used a name space nomenclature (\\immprd\starlims) to reference the shared directories. During the migration, the drive letter was not changed to name space nomenclature that led to the report cache directory pointing to the incorrect location. The server was pointing to a directory local to that server (e:), instead of the shared directory utilized by the load balanced application servers in amazon web services (aws) (see attached diagram for reference architecture). The starlims application servers were utilizing the correct shared directory, causing the viewing of the report within starlims to show the updated report. While starlims was pointing to the new report, the automated batch processing server utilized for automatic report generation was pointing to the older version of the report, in the local cache directory on the server. Upon discovery, the work path directory for the batch processing server was reconfigured to point to the correct shared directory instead of the local application server, which is now generating the correct report. After determining the issue was in the batch configuration file, all hosted environments, including development, test and production environments, were inspected for the proper configuration. Five (5) total systems were found to have the same incorrect setting. Each of the batch configuration files were updated. Investigation of each system showed that only immucor's production environment had impact on reporting; the other systems did not use the batch processor to execute reports. At this time we are only aware of one patient (a1900398) given an unnecessary blood product/medication (rhogam). Rhogam is used to prevent an immune response to rh positive blood in people with an rh negative blood type. When further information was requested on the patient's condition, the customer stated that they have not been notified, as that information is privileged under hipaa. In addition, the incident has been reviewed by our r&d team to determine if the product itself contributed to the issue. It was found that the application worked as intended, and the configuration of work path was only contributing factor. This is a cloud issue not a product issue.

Event description:
Starlims clinical solution is a software solution for managing research and diagnostic laboratory data and processes, and is intended to be used by trained healthcare and research laboratory professionals. The application provides single and multiple site facilities the ability to manage patient and sample registration, pre-analytical processing, manual entry of information and collection of data from ivd analyzers and/or non-diagnostics instruments, data validation (technical and/or clinical) and result reporting. On july 22nd, 2019, it was reported to the abbott informatics cloud services team that 13 erroneous reports were delivered by one of our cloud customers, one of which resulted in a medication error. The other 12 instances, have not resulted in any adverse patient events being reported to immucor. The reporting issue occurred in immucor's production instance of starlims hosted in the abbott informatics cloud.